Event description:
(B)(6) 2015, (B)(4): it was reported that the patient was seeing a ¿call your doctor¿ icon - por message on the day of the report. After troubleshooting the por message was cleared and the patient was able to turn their stimulation back on.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3986a, lot# n118135n01, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 244080002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708120, serial#(B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).